Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00917.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). Next, the physician was unable to advance a ruby coil fully out of the tip of the lantern; the ruby coil was able to advance about 1/4th of the way out of the lantern before it unintentionally detached within the lantern. The physician therefore removed the lantern with the detached ruby coil inside. The physician then inserted a new lantern, however this same issue occurred with a second ruby coil, and therefore the lantern was removed with the ruby coil inside. The procedure was then completed using a new ruby coil and the second lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.